Event description:
As the physician attempted to place a stent into the iliac artery (side unknown), the balloon of the stent delivery system (sds) ruptured at 1 atmosphere upon inflation with an indeflator. The age and the gender of the pt is unknown. The vessel was described as heavily calcified. The product was properly prepped and inspected prior to use. The physician made access to the pt in the right femoral artery with a 6fr. Sheath and had no difficulty accessing the lesion with a guidewire or crossing the lesion with the sds. The lesion was not pre-dilated. After the balloon had ruptured, the sds was removed from the pt entirely intact, without dislodgement of the stent, and the procedure was successfully completed with another device of the same size. There was no injury to the pt.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been rec'd to date. Additional info will be submited within 30 days of receipt.